Event description:
The customer obtained unexpected vitros phbr proficiency and quality control results on a vitros 5600 integrated system. The following vitros phbr results were obtained from the vitros tdm pv control fluids: proficiency sample results: sample 1= 26.1 vs. Expected result=39.8 ng/ml; sample 2= 26.0 vs. Expected result= 36.52 ng/ml, sample 3= 25.7 vs. Expected result= 33.41ng/ml; sample 4= 23.6 vs. An expected result= 39.87ng/ml. Qc results: tdm pv I lot n2096 (expected value = 15.14 ng/ml): 22.0, 21.3, 20.9, 22.5, tdm pv lot q2098 (expected value = 64.38 ng/ml): 79.15, >80.0, >80.0, >80.0, >80.0, >80.0, >80.0. Biased results of the magnitude and direction observed may lead to inappropriate physician action if patient samples were affected. No patient samples were affected. There was no report of patient harm as a result of this event. This report is number fifteen of fifteen MDR's for this event. Fifteen 3500a forms are being submitted for this event as fifteen devices were involved. (B)(4).

Manufacturer narrative:
The investigation determined that unexpected vitros phbr proficiency and quality control results were obtained on a vitros 5600 integrated system. The investigation was unable to determine a definitive root cause. However, a vitros phbr reagent issue or a system interaction between the instrument and vitros phbr reagent cannot be ruled out as potential contributing factors. There was no evidence that an instrument related issue contributed to the event. The investigation is ongoing.